Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the orthokit technician reports that during the checking , they discovered that four new broaches guides were curved. The curve is visible to the naked eye and causes inconvenience when he had passed the broaches inside. This report is for one (1) 1.6mm wire sleeve. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary visual inspection: four centering sleeves f/kirschner wire ø 1.6mm were returned for evaluation. The visual inspection confirmed that the centering sleeves are slightly bent; furthermore, the devices are in good condition. Dimensional inspection checked dimensions with caliper per drawing, the outer diameter of the sleeve shaft measures 2.73 - 2.74mm, specification: 2.8mm (-0.04 /-0.07 mm) = pass. Document / specification review drawings and leaflet were reviewed during this investigation. These centering sleeves are slightly pre-bend for self-holding properties (deflection) function test for self-holding was performed per 100% at manufacturing with no issues noted. The review of the manufacturing documents has shown that with 1.4301 (hard) stainless steel the correct material was used. Summary the complaint condition is unconfirmed as the returned centering sleeves comply with the specifications. The minimal shaft curvature is according to the specifications and is required for self-holding properties in the drill sleeve. This production lot (18p9619) was manufactured in november2019 according to the specification. Function test for self-holding was performed per 100% at manufacturing with no issues reported. The investigation found no manufacturing or product related issues. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 323.055, lot: 18p9619, manufacturing site: hägendorf, release to warehouse date:15. Nov. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.